Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced a hyperglycemic event during an unspecified infusion using a spectrum infusion pump. "The patient's sugar level spiked up significantly from the previous monitoring during the day." Medical intervention and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.